Manufacturer narrative:
(B)(4). Concomitant products: trabecular metal femoral cone 30mm: catalog 00545001731, lot 63002352. Stem extension 15x155mm: catalog 00598801115, lot 61526705. Right femur size f: catalog 00599401692, lot 62957618. Nexgen femoral augment size f: catalog 00599003601, lot 62998830. Distal femoral augment block size f 5mm: catalog 00599003610, lot 63088968. Trabecular metal tibial cone medium 36x31mm: catalog 00545001336, lot 62855814. Stem extension 12x155mm: catalog 00598801112, lot 62869942. Stemmed tibia: catalog 00598003702, lot 63064326. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it is not available per australian privacy laws. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee revision approximately two years post implantation due to instability and medial ligament damage that occurred after the patient fell. The tibial bearing was removed and replaced. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends identified. The root cause of the reported issue is attributed to patient condition as the ligament were damaged due to the patient fall. A summary of the investigation has been sent to the complainant. If any further information is found which would exchange or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.